Manufacturer narrative:
The television output board in the imaging distribution cabinet seems to have failed and was replaced on the system. This board replacement seems to have corrected the problem. However, this could not be verified, because, the board was not available for analysis. Also, the system log files were not available for analysis. There has been no related failure rate increases in regards to this board. Therefore, this problem is considered a one time hardware failure.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this device problem. This x-ray system would exhibit an image bloom / brightness on its monitor. This image bloom happening during a critical case might influence the safety of the pt. No pt safety was ever in question.